Event description:
Baxter reported one incident of a fiber blood leak with a psn 170 dialyzer. Incident was noted by the hemodialysis machine's blood leak alarm and confirmed visually in the dialysate. Blood loss was reported as minimal. No patient injury or medical intervention was reported per complaint coordinator.

Manufacturer narrative:
Evaluation results will be communicated in a follow up medwatch when the evaluation is completed.